Event description:
It was reported that the patient activated a new freestyle libre 3 plus glucose sensor using the abbott application, which resulted in the sensor being associated with another device and unavailable for use with the ilet system; the patient was instructed to start the sensor using the ilet application and to replace the sensor through abbott, after which the sensor was started via the ilet app and the patient was transferred to abbott for replacement. Symptoms included no reported adverse clinical effects. Outcomes included no reported injury, no alerts or alarms on the ilet system, and successful education and troubleshooting on correct sensor setup. Investigation included product use review and user education. Investigation of this case revealed that the issue was due to use error and device association with an incompatible application, consistent with sensor pairing to another device, with no malfunction of the ilet pump or its components. It was concluded, based on previously established findings for similar reports, that the cause was user interaction and device use in a manner not consistent with instructions for use.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.